Event description:
On 4/26/07 nellcor puritan bennett received a report from the biomedical engineer that the unit did not provide an audio tone. During failure investigation on 5/7/07, the reported failure was confirmed. The failure was isolated to the main pcb. There was no pt harm reported.

Manufacturer narrative:
The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.